Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: alarm "loss of external power" was displayed on screen. Battery is not being charged.it was measured the input voltage directly from the a/c socket of the wall, and at the end of the power cord, and the equipment is receiving 120vac. Power supply is not working, indicator led of power/standby key remains permanently off when the equipment is connected to the a/c socket of the wall.